Event description:
It was reported that volume discrepancies occurred. The expected reservoir volume (erv) was 13.9 milliliters (ml) but the actual reservoir volume (arv) was 18 ml. Also on (B)(6), 2014 the erv was 1.8 ml but the arv was 12.3 ml. No action was required and the pump remains implanted and in-service. Initially, it was unknown if troubleshooting or testing occurred, the cause of the issue and if the issue was resolved. Please note, the implant date was reported as approximate. However, it was later provided that a catheter access port (cap) study was performed on (B)(6), 2014. The physician was able to inject physiological water and contrast fluid. However, aspiration of the physiological water or cerebral spinal fluid (csf) was unsuccessful. Under fluoroscopy contrast was seen at the end, the tip of the dura catheter. A revision is planned for (B)(6), 2014. At the time of the report the patient's status was reported as alive-no injury and there were no associated patient symptoms with this event. This device system delivered morphine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
The surgical procedure had not yet taken place as the patient was taking beta blockers, "cardiologic" medication, for heart failure. The revision of the catheter was to be planned at the end of the year due to "too much risk." The patient reportedly was "not doing very well" but it was noted that the patient was receiving extra medication at the moment. Clarification was requested surrounding the patient's heart failure. It was then further noted that patient's heart failure was a historical condition and was unrelated to implanted system or therapy. Should additional information be received a supplemental report will be filed.